Event description:
It was reported that the intraocular lens (iol) was defective because there was a notch in the haptic. The tip of the cartridge was in contact with the patient's eye and the procedure was delayed. There was no patient injury reported. No additional intervention was required. No further information was provided.

Manufacturer narrative:
Information: unknown and not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Initial reporter: telephone number:(B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 28, 2023. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was covered in dry viscoelastic material. The lens was cleaned and further inspected under magnification and no haptic damage was observed. No other issues were observed with the lens. The complaint issue of haptic damage could not be confirmed during the product evaluation, and no other issues were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.